Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices anvil bent but were fired completely, however, seven days following a laparoscopic esophagogastrostomy, a leak was observed. They immediately performed gastroscopy and saw the hole, and eventually used sutures for the closing and the case was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.